Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain. It was reported there was stimulation in an undesired location; it was only on the patient's legs, but the patient wanted it only on the back. It was so bad that the patient turned it off because it made the patient's legs hurt. The patient wanted the healthcare professional and manufacturer representative to fix it so the stimulation was only on the back. Of note, it was reported that there was a change in therapy, however, it was also reported that the event occurred since implant. It's unclear when the event first occurred. Additional information was requested from the consumer regarding the circumstances that led to the stimulation in the undesired location, steps taken (including if the managing physician was notified and any appointment dates related to the event), and the resolution of the issue. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient notified the health care provider on (B)(6) 2016 about the stimulation in an undesired location. The patient reported that there was a change after they bent over a few times, and that there has been a slight change in "upping" their activities. The manufacturer representative met with the patient to change the settings, and tried to pinpoint just the lower back and left it at the best she could find. The stimulation in an undesired location was not resolved all the way, and the patient reported that she will need to have it updated again (reprogrammed).